Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that an e224 scope communication error was displayed on monitor due to a faulty cable, but image present. The rear cover label was faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the video function did not function normally due to the failure of the cable, and the phenomenon pointed out by [e224 (scope communication error)] might have occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus the 4k camera head had an error code. The issue occurred during preparation for use. There were no reports of patient harm associated with the event.